Manufacturer narrative:
The investigation determined that non-reproducible, unexpected amon results were obtained from quality control fluids and a patient sample used for investigational testing when using a vitros 5600 integrated system. The assignable cause of this event was most likely instrument related, and potential incubator contamination. Within run precision was improved after service actions were completed.

Event description:
A customer reported multiple lower and higher than expected vitros amon quality control and patient sample results were obtained on a vitros 5600 integrated system across multiple vitros amon reagent lots. Historical qc review: (B)(6). Troubleshooting generated results: (B)(6). Historical qc review: (B)(6). Troubleshooting generated results: (B)(6). The patient sample in question was part of the investigative testing only. There were no allegations of patient harm as a result of this event. However, the investigation cannot conclude that patient sample results were not or would not be affected if the event were to recur undetected. (B)(4).